Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had received unexpected restart. Customer¿s blood glucose level was 180 mg/dl. Customer stated that they were able to clear the alarms and were able to rewind the insulin pump. The customer stated that insulin pump error recurred after inserting the new battery. Troubleshooting was performed. The insulin pump will be returned for analysis.